Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable "stop" key. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump. No additional information is available.

Manufacturer narrative:
(B) (4). A baxter service technician reported finding a colleague infusion pump with an inoperable "stop" key. The problem was determined to have been caused by the pump head module keypad cable not being inserted properly. The pump head module keypad cable was reinserted to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA # (B) (4).